Event description:
During a laparoscopic hernia procedure. The instrument broke in the pt's cavity. The surgeon retrieved all components without pt injury. A new instrument was used to complete the procedure,